Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of peritoneal dialysis therapy. The patient¿s abdomen felt a little tight. It was determined that the patient¿s fill volume was 2200 ml and the patient performed a manual fill during the day of 2000ml. It was reported that the initial drain did not drain enough. Therefore, the technical service representative instructed the patient to perform a manual drain during which the patient drained 5184ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed and passed successfully upon conclusion of the investigation, the cause of the reported issue was determined to be use error, initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.